Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous dextrose d50, and glucose. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 170mg/dl).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:there is no evidence that the pump experienced a malfunction or failure.